Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated that the insulation was breached 2.5 cm distal to the ventricular df-1 connector pin, consistent with the observation reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the is-1 connector was damaged and the conductor cable to the svc shock coil was found fractured which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This rv lead was discovered fractured during a scheduled ICD replacement. The ICD was explanted and replaced because it was not able to be interrogated. The rv lead was capped.